Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient received inappropriate therapy for a non-ventricular rhythm due to rapid atrial fibrillation. The patient was administered amiodarone and cardioversion was performed to resolve the issue. No further information is available.